Event description:
During an ulna shortening osteotomy, surgeon was attempting to attach saw guide to the template when the screw from the saw guide snapped off in the template. Surgeon had to hold the saw guide on with his finger to complete the procedure. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The relevant dimensions were checked and no deviation was found. The thread is functional as required. No manufacturing related fault could be detected. The set screw, (B)(4), from the saw guide assembly was broken in two pieces. The screw broke at the start of the threaded portion of the screw shaft. The threaded portion of the screw is still in the drill template and is free to rotate. It is unknown how much torque was applied to the setscrew. The design risk assessment is adequate for the intended use.